Manufacturer narrative:
(B)(4) . Baxter rec'd and evaluated the device. The reported sys error 105 occurred upon powering the device on thereby confirming the customer's allegation. However, further testing was unable to reproduce this conditio. The issue was determined to have been caused by a failed motor flex. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt involvement.